Event description:
Caller states that while inserting the lancet drum into the multiclix lancet device the lancet protruded from the drum. No adverse event reported. Requested return of suspect device.